Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user has an old belt driven chair, no serial number, that the belt is slipping when going uphill.